Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged and bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 295 mg/dl while wearing the pod longer than 48 hours. The patient reported cannula being dislodged and bent, while wearing it on unknown location. For treatment, no treatment information given.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification. The exposed portion of the soft cannula was found bent, although fluid was able to pass through the fluid path without issues. It cannot be determined when this damage occurred or if it contributed to the dislodged cannula. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. A root cause for the reported dislodged cannula could not be determined.